Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon and was damaged. The lesion being treated was located in the proximal left anterior descending (lad). It was calcified, moderately tortuous, and 90% stenotic. The physician advanced the 3.50x12mm taxus express2 drug eluting stent to the lesion and attempted to inflate the stent delivery system balloon to 6 atms. However, the stent moved on the balloon and it "was lifted up." The balloon was not dilated and the stent was still mounted on the balloon. The physician was able to withdraw the stent completely and the pt was without injury. The physician completed the procedure with another of the same device. The pt condition is listed as good.

Manufacturer narrative:
Device analysis: a visual and microscopic examination found that the stent had moved approx 4-5mm distally and the stent was damaged. The struts on rows one to five from the proximal edge of the stent and one to three from the distal edge were severely misaligned. No kinks or damage were noticed along the shaft of the device. A recommended sized product mandrel was inserted through the lumen with no restrictions noted. The balloon was tightly wrapped at one end and at the proximal edge there appeared to have been some pressure applied. The device was soaked in warm water for 30 mins and the encore inflation unit was used to attempt to inflate the balloon. The balloon was unable to be inflated due to solidified contrast media present along the entire length of the inflation lumen. A review of the mfg documentation for this particular batch found that the device met its material, assembly and product specifications. The most probable root cause classifications is operational context.